Manufacturer narrative:
The device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. There were numerous kinks throughout the sheath. The annulus of the burr was flared, damaged, and not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use leading to the damaged annulus and the reported fracture of the rotawire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13373 and 2134265-2018-00424. It was reported that a rotawire fracture occurred. The target lesion was located in the anterior tibial artery of the right lower leg. A peripheral rotawire¿ and a peripheral rotalink® plus were selected for use. There were two rotawires that were pulled out from its hoop and white debris was observed at the proximal end. Subsequently, the second rotawire was used during platforming. When the physician loaded the rotaburr onto the rotawire, it was noted that the wire snapped in half. The rotawire was exchanged with another of the same device and the rotaburr was loaded onto it. However, the burr was unable to load onto the wire. The procedure was completed with another of the same rotaburr. No patient complications were reported and the patient's status was fine.